Event description:
The opticross ivus catheter only worked for one run. During the second run, there was no image. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for coronary imaging catheter bagless, 5fr opticross 60 mhz hd coronary imaging catheter bagless (per site reporter).